Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and logs (25913 c-34 errors 2/07/2025) confirming the fault occurred in the field. The unit has no significant scratches or dents. The front bezel is in decent condition. The iesu unit that was placed on a system and was run in normal mode. Measurement value for high frequency (hf) voltage too small. The probable root cause is attributed to component failure due to the measurement value for high frequency (hf) voltage too small.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, it was reported that system had an integrated electrosurgical unit (iesu) was observed to have a c-34 and c-00 error. The procedure was completing as planned with no reported injury.